Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 500 mg/dl and moderate ketones. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and fluids. Reportedly, customer left the ER the next day with customer in stable condition (bg unknown).